Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention" and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2010 by dr. (B)(6) at (B)(6). On an unknown date thereafter, the patient allegedly consulted physicians at (B)(6) inquiring retrieval of the filter. The patient alleges he was informed the filter could not be retrieved without ¿significant risk.¿ subsequently, thereafter, the patient had a CT scan of the abdomen and pelvis done on or about (B)(6) 2017 which showed the filter had perforated the vena cava. The patient alleges ¿significant injuries¿, including perforation; an unretrievable filter which the patient alleges places them at ¿increased and continual risk of complications¿ which has led to severe fear, stress and anxiety. Argon¿s attorneys are attempting to gather additional information.